Event description:
It was reported by the rep that the device was used during a thyroid lobectomy. It was reported the surgeon was using a single clip, liga clip for the second time. He noticed during the case that there appeared to be a broken clip or what he thought looked like a broken clip. He retrieved the piece and proceded with the case. There was no consequence to the pt.